Manufacturer narrative:
The returned device was evaluated. Upon receiving, it was revealed that the docking station chassis was damaged. The handheld device powered on using ac and dc power. During evaluation, the device was able to engage in monitoring and alarmed during alarm conditions; however, the display showed only approximately half of the expected image. The lcd and housing were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over thirteen (13) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported the display had only 50% visibility; the values were not visible. There is no report of any patient impact or consequence as a result of the issue.